Manufacturer narrative:
The customer reports that the cns (central monitoring system) goes into comm loss on all beds very often. Customer had reset the switch and the org (multi-patient receiver) and the problem was still present. Rebooted the cns, and the customer reported that it resolved the comm loss and glitching issues. However, they called back to order hard drives to replace the cns's current hard drives. After the hard drive change, the customer reported a system message that says "no operating system." Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) goes into comm loss on all beds very often. Customer had reset the switch and the org (multi-patient receiver) and the problem was still present.